Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were unspecified pump battery charging issues and that the touch screen was unresponsive. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.